Event description:
Reported due to device break. The physician attempted an arteriotomy closure with a perclose at (closer ak) device after an interventional procedure. The procedure was performed via the right femoral artery. Fluoroscopy was performed before the procedure but the results are unk. The device was inserted "without much force and broke between the seath and distal guide." The sheath was retrieved over the guidewire and hemostasis was achieved with a second device. Reportedly, there was no pt injury. Although requested, add'l info including an approx event date was not provided.